Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the touch screen test failed. The ok, stop, and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. The cycler passed load cell verification. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank upon waking up. The power cord was properly connected in both ends. The power switch was checked to ensure that it was in the ¿on¿ position. The cycler is plugged into a live power strip that is shared with three other items. There were no recent power outages reported in the home or area. The ok and stop buttons lit up, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that an alternate treatment option was available. Upon follow up it was confirmed that there were no adverse events ore medical intervention required as a result of the reported event. The patient completed treatment using manual exchanges. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.